Manufacturer narrative:
(B)(4). Internal file number - (B)(6): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. During a follow-up angiography on 3/15/2018, it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4. On (B)(6) 2018, a second mitraclip procedure was performed for treatment. One clip was implanted lateral to the slda clip for stabilization, reducing the mr to 1. The patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (flailed anterior leaflet, prolapsed anterior and posterior leaflet). The reported recurrent mitral regurgitation (mr) was a result of the slda. The additional therapy (non-surgical) was a result of case-specific circumstances as an additional clip was implanted successfully to stabilize the slda clip and reduce the mr. A definitive cause for the reported heart failure could not be determined in this incident. The reported patient effects of worsening mr and heart failure, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, new information was received as follows: the patient had developed moderate to severe mr and heart failure symptoms and underwent mitral valve replacement surgery on (B)(6) 2018. The patient tolerated surgery well. No additional information was provided.